Manufacturer narrative:
An event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing was normal with no anomalies found. Visual and x-ray examinations was also normal with no anomalies found except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a loss of capture. The rv lead was explanted and replaced. There were no patient consequences.